Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study which was suspected to be due to the recorder turning off. The patient returned the recorder with the study downloaded which was only 4 hours. They confirmed that the capsule did reach the colon but was concerned that the capsule may have "popped back out," so they performed an x ray, but did not have the results. There was no reported patient outcome.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study which was suspected to be due to the recorder turning off. The patient returned the recorder with the study downloaded which was only 4 hours. They confirmed that the capsule did reach the colon but was concerned that the capsule may have "popped back out," so they performed an x ray, but did not have the results. After the study was reviewed, it was determined that there was only (B)(4) of recording. It appeared that even though the study was "short," the capsule did pass through the small bowel and reached the cecum. It was also confirmed that the recorder malfunctioned during the study as it powered itself off several times and eventually at the very end of the study. There was no reported patient outcome.